Event description:
It was reported that during the thrombectomy procedure, the subject long sheath was not performing normally. Physician found that the subject long sheath was fractured on the side. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date - added. D4 expiration date - added. D3 manufacturer entity - corrected. G1 manufacturing site - corrected. FDA registration number - corrected from 3008881809 - nv (cork) to 3008853977 (bs-cr,nv-ca,bs-mn). Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to as reported ¿catheter shaft broken/fractured during use'.

Event description:
It was reported that during the thrombectomy procedure, the subject long sheath was not performing normally. Physician found that the subject long sheath was fractured on the side. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
FDA registration number corrected from 3008881809 (cork) to 3008853977. We have addressed the FDA request, received via email on 10 july 2024: ¿upon review, we have determined that the information about the suspect medical devices involved in the reported events, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, is incorrect."" ""In addition, please ensure that device identification data submitted in the suspect medical device section of the FDA form 3500a matches the device identification data in the gudid."" We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. The 510(k) number has been corrected from k152876 to k172468 in accordance with the global unique device identification database (gudid)."

Event description:
It was reported that during the thrombectomy procedure, the subject long sheath was not performing normally. Physician found that the subject long sheath was fractured on the side. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.